Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery (cfa) using the pre-close technique via a 21f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, it was difficult to access the vessel with the prostyle device in the patient with higher body mass index, yet it was inserted properly. When the suture was deployed, it remained in the device. Trauma was suspected yet was not confirmed. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficult to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.the reported suture remaining in the device was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1528 removed